Manufacturer narrative:
The logs for the thermal therapy system were returned to the manufacturer for evaluation. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: product ID: m450001b022, serial/lot #: software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the non-medtronic scanner was not connecting to the proper folder. A manufacturer representative did the predict next option in the image transport, but that failed. Then the representative used the ">" (back and forth keys) to find the correct file. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no delay to the case due to the reported issue.